Event description:
Pt was recently put on oxygen and has been using lincare for about 2 mos. The supply of liquid oxygen large tanks to pt's home has been satisfactory. Delivery staff has been more than helpful but according to pt the condition of portable liquid oxygen equipment is deplorable. In about 4 weeks pt has been provided with 5 units, all faulty in one way or another. There seems to be no proper quality check on performance by experienced technicians. Whether this is a local problem or a co wide problem pt left co to decide. Pt has a strong technical background so that they feel able to see problems but pt is afraid that there are pts who are unwittingly believing that they are getting oxygen when they are not. Pt's main observation is that the units shut down pressure after a very short time of 10 to 60 mins and unless a pt is watching a flow meter they are generally unaware that the oxygen supply is either off or at a very low rate. Also some units have their fill valves tight so that the fill valves can leak and the oxygen supply is wasted by leakage in a few hrs. Pt at fist thought this was an equipment design problem but discussion with the factory techs have convinced them that it is a maintenance problem and that there is a need for all portable units to be regularly checked by an independent quality control person with proper traceable documentation. Pt has no problem with the compressed gas units since it is not easy with simple flow meter to check their operation but according to pt it is more than possible that there are undiscovered problems due to lack of proper inspection.